Event description:
Pt had routine ICD check s/p implantation. Upon review, ICD was found to have high impedance on the high voltage lead. Device was explanted based on faultless lead parameters. Pt admitted to hosp for explantation and implantation of new ICD device.